Event description:
It was reported an off-label use of syringe module for inhalation administration for albuterol. Per report, the user (respiratory therapist) was having "trouble getting the right brand syringe to appear on the pump for them (user) to select." It was reported that "after troubleshooting efforts we were able to get the appropriate settings selected with using ivac for this patient but there was a delay in delivering the medication while we figured this out as we were not aware there was a change to the pumps." It was noted in the photo provided by the customer a sticker label around the syringe barrel covering almost the entire syringe barrel. Although requested, the customer has not provided the model of the syringe being used therefore unable to identify whether or not the syringe that the user was attempting to use is compatible with alaris system. There was patient involvement, but the outcome is unknown. Note that per bd alaris user manual: "the bd alaris system with guardrails¿ suite mx is a modular infusion pump and monitoring system for the continuous or intermittent administration of fluids to adult, pediatric, and neonatal patients through clinically accepted routes of administration: intravenous (IV), intra-arterial (ia), subcutaneous, epidural, or irrigation of fluid spaces." Inhalation is not listed as an accepted route of administration. Additionally, bd alaris user manual warns the users that "thick labeling or adding a component to the syringe that is larger than the diameter of the syringe may prevent the device from correctly recognizing the installed syringe." Although requested, the customer did not provide further information.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an off-label use of syringe module for inhalation administration for albuterol. Per report, the user (respiratory therapist) was having "trouble getting the right brand syringe to appear on the pump for them (user) to select." It was reported that "after troubleshooting efforts we were able to get the appropriate settings selected with using ivac for this patient but there was a delay in delivering the medication while we figured this out as we were not aware there was a change to the pumps." It was noted in the photo provided by the customer a sticker label around the syringe barrel covering almost the entire syringe barrel. Although requested, the customer has not provided the model of the syringe being used therefore unable to identify whether or not the syringe that the user was attempting to use is compatible with alaris system. There was patient involvement, but the outcome is unknown. Note that per bd alaris user manual: "the bd alaris system with guardrails¿ suite mx is a modular infusion pump and monitoring system for the continuous or intermittent administration of fluids to adult, pediatric, and neonatal patients through clinically accepted routes of administration: intravenous (IV), intra-arterial (ia), subcutaneous, epidural, or irrigation of fluid spaces." Inhalation is not listed as an accepted route of administration. Additionally, bd alaris user manual warns the users that "thick labeling or adding a component to the syringe that is larger than the diameter of the syringe may prevent the device from correctly recognizing the installed syringe." Although requested, the customer did not provide further information.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. Investigation summary: the reported complaint of syringe not recognized could not be confirmed. ¿ no device was provided by the facility for further analysis. ¿ no device was provided for external and internal inspections ¿ a log analysis was not able to be performed as there were no devices or logs returned for investigation. ¿ the photo of the pcu screen and syringe offered no conclusive information for investigation of the reported issue; however, it displays a label on the barrel of the syringe. ¿ it was reported that the syringe module was used in off-label use. ¿ per the bd alaris user manual: "the bd alaris system with guardrails¿ suite mx is a modular infusion pump and monitoring system for the continuous or intermittent administration of fluids to adult, pediatric, and neonatal patients through clinically accepted routes of administration: intravenous (IV), intra-arterial (ia), subcutaneous, epidural, or irrigation of fluid spaces." Inhalation is not listed as an accepted route of administration. Additionally, bd alaris user manual warns the users that "thick labeling or adding a component to the syringe that is larger than the diameter of the syringe may prevent the device from correctly recognizing the installed syringe." The device was reported to have been in use not as intended for treatment purposes as designed by bd per 21cfr 820.198(d)(2). Root cause: the root cause of syringe not recognized could not be identified because the requested devices or their associated logs and data set were not provided by the facility. The photo received appeared to be the use of a syringe with label interference on the barrel of the syringe.